Manufacturer narrative:
(B)(4). Results: the device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. It was concluded the low battery indication observed in the field was due to the ipg battery having developed passivation. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient received and a low battery warning from his scs ipg. As a result, the device was explanted and replaced.